Event description:
A malfunction was reported on the pump; however, it did not adversely impact the customer's blood glucose level. No notable events occurred before the malfunction, and the customer had not previously reported this issue within the last 24 hours. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to report if any issues arise again. The caller acknowledged and understood these instructions.